Event description:
It was reported that the removal was very tough. Nothing in the general removal set would work on either the locking nut or the bone screw. We ended up having to break the coils in half and helicopter the screws out. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. Actual awareness date not known. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.